Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088521. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, itching, capsular contracture, baker grade iii/IV, rupture, massive seroma and testing for bia-alc.

Event description:
Patient reported, via regulatory agency, the events of pain, itching, capsular contracture, baker grade iii/IV, rupture, massive seroma and testing for bia-alc. This record represents the left side. Device remains implanted.